Event description:
A healthcare professional (hcp) reported that a patient was injected with skinvive¿ by juvéderm® in both cheeks. On the same day there was a suspected embolism on the location of the outer cheek. It is recovering. The hcp treated the patient with hyaluronidase.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.